Manufacturer narrative:
Additional information: section b.3 correction: section h.6 this is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly scheduled for device repositioning. Advanced bionics is still in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information: section d.6b. Advanced bionics considered the investigation into this reportable event as closed. On (B)(6), 2024 the recipient's device was repositioned. The recipient was successfully activated. No further treatment details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Correction: section b.3. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.